Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system had a geometry problem. No further information regarding the issue has been provided. No service has been performed by philips since the quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system had a geometry problem. No harm was reported to philips. Philips has started an investigation of this complaint.